Manufacturer narrative:
.

Manufacturer narrative:
The tandem t:slim pump user guide indicates to replace the cartridge every 48 hours if humalog is being used. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing blood glucose levels (bg) in the 400-600 mg/dl range with a small ketone level. The pump supplies were changed and insulin injections were administered to address the bg level. There have been air bubbles/gaps noted in the infusion tubing. In addition, during the fill tubing process, insulin would not be seen in the tubing and the tubing would be changed. To help with the high bg level, the settings on the pump had been adjusted by the healthcare provider. Tandem technical support had the customer's parent perform a system check with the current supplies on the pump and they were found to be functioning as expected. Currently the bg level was good. Reportedly, humalog was used in the cartridge and was being changed every 3 days.